Event description:
It was reported that patient had ineffective therapy. Imaging confirmed migration of the leads. As a result, surgical intervention was undertaken on (B)(6) 2029 where in the percutaneous leads were removed and a surgical lead placed to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.